Manufacturer narrative:
G4:13oct2020. B4:04mar2021. H11:g5:k102985 h10: reported issue was found during pre-use check by respiratory department in respiratory office. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the unit's front bezel to resolve the reported issue. Unit passed required performance verification tests per philips standards. Unit returned to service. A similar investigation was performed and it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
The customer reported nav-ring defective. There was no patient involvement.